Event description:
A medtronic representative reported a stripped screw on an open spine clamp. This was identified while in a spine procedure. The procedure was completed successfully with the use of navigation. There was no negative impact on the patient outcome reported.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds the returned open spine clamp is well worn with the markings nearly worn off. The adjustment screw is not stripped as reported. The movement is normal. The retainer ring on the tip of the screw is stretched due to over tightening; this gives the clamp some play within the travel that may have been perceived as a stripped screw. Wear and deformation directly caused the event.